Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the drawer was unable to close due to fallen ball bearings. A field service engineer replaced the ball bearings and rails, and tested the drawer, which then worked normally. The system functioned as intended after the field service engineer repaired the device. E1 (initial reporter facility name (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was unable to close and was jammed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.